Event description:
It was reported that, the subcutaneous implantable cardioverter defibrillator (s-ICD) system was turned off due to inappropriate shocks. It was noted that the inappropriate shocks were due to at home dialysis machine noise, some were appropriate therapy, and some were due to myopotential oversensing with arm movement. No additional adverse patient effects were reported.